Event description:
A surgeon reports that four days following intraocular lens (iol) implant surgery, a patient presented with an anterior and posterior uveitis or hyalitis. A contact at the facility reports that the cassette used is suspected of causing the problem, rather than the iol. The cassette is manufactured by another company. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 12/04/2008.